Manufacturer narrative:
Other applicable components are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (20mg/ml at 7.513mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the hcp was performing a dye study on (B)(6) 2018 because the patient began experiencing withdrawal symptoms on (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the hcp was unable to aspirate. The patient was being sent for catheter revision on (B)(6) 2018. The cause of the withdrawal symptoms was not determined. There were no further complications reported at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(4) 2004 explanted: (B)(4) 2018 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's catheter was replaced without issue on (B)(4) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to aspirate was not determined during or after explant. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the healthcare provider (hcp) removed the 8709 catheter and implanted a new 8780 catheter. In regard to the cause of the catheter issue, it was noted the doctor chose to remove the old catheter implanted (B)(6) 2004 as he was unable to aspirate the catheter in surgery. It was reported they did not aspirate through the side access port, and was only needing to prime the catheter using the new tablet. Information was reviewed regarding programming with the tablet. The patient had reported she felt she was having some withdrawal symptoms and she had oral medications. The patient's weight at the time of the event was unknown. The catheter was disposed of by the scrub tech. No further complications were reported/anticipated or expected.